Event description:
During the annual pmi inspection it was noticed that there was corrosion on the battery terminals of the 9600+ system. There was no report of pt injury.

Manufacturer narrative:
A ge rep performed an on site investigation. The malfunction was verified. Advised customer that batteries need replacement. It is believed that when the batteries are replaced the identified issue will be addressed. If add'l info indicates otherwise, it will be reported as required.